Event description:
Dr was doing a lap chole and was going to clip the cystic duct with the stapler. He used 3 ligaclips in the case and all 3 were dysfunctional. When clipping the cystic duct, the ligaclip was tight when engaging the clip and fell off the cystic duct. It would pull when trying to remove from the cystic duct. It did not tear the duct.